Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years. The pump was not returned for evaluation, as it was not explanted. A direct correlation between the device and the reported event could not be conclusively established. The instructions for use lists stroke, bleeding, and hemolysis, as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was taken to the local emergency room by emergency medical services for right-sided weakness and unspecified mental status changes. A left middle cerebral artery occlusion was found through a CT scan. The patient was taken to the operating room by neurosurgery for embolization. On (B)(6) 2015, the patient was transferred to the implanting center, where a repeat CT scan showed transformation of the stroke to a subarachnoid hemorrhage. Anticoagulation was held. The patient continued to be obtunded and non-responsive. On (B)(6) 2015, the patient's lactate dehydrogenase was 697 u/l. The patient's family expressed wishes to change the patient's status to do not resuscitate. The hospice service was consulted and care was withdrawn. The patient expired that day.